Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume), which occurred on the homechoice pro (hcp) during use. The patient reported they had no issues with the last therapy. The patient did not report any symptoms of increased intra-peritoneal volume (iipv). The technical service representative (tsr) reviewed the therapy log and it stated therapy complete. The drain volume equaled 17ml. The last fill volume equaled 12ml. The total fill volume equaled 8026ml. The total drain volume equaled 10238ml. The average dwell time equaled 1:18. The average drain time equaled 0:31. The total ultrafiltration (uf) equaled 2212ml. There were no bypasses. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain alarm. The rn stated she was not aware the patient had a high drain alarm, but was aware the patient had their cycler swapped. Product surveillance explained that the high drain alarm indicated and overfill event occurred. Product surveillance asked the rn if the patient has reported any other drain volumes or any symptoms that meet increased intra-peritoneal volume (iipv) criteria and the rn stated no. The rn stated the patient has been continuing therapy on their new cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any of the patient's disposable products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.